Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. The patient presented in clinic where they were informed the battery of the icm was dead. No intervention was performed. There were no patient consequences reported.